Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope error code (e315). A root cause could not be identified. Based on the results of the investigation, it is likely that the scope connector had experienced liquid immersion, which caused the image incompatible scope error code (e315). The most probable cause of the complaint was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no endoscope display. The issue was found during inspection for use. There were no reports of patient involvement.